Manufacturer narrative:
Returned product consisted of an ams800 pressure regulating balloon, occlusive cuff, and a control pump. The ams800 device was visually and microscopically examined. The device was not functionally tested due to the confirmed cuff leak. The ams800 control pump was visually and microscopically inspected and functionally tested. No leak was found. The ams800 occlusive cuff was visually and microscopically inspected. There was a pinhole leak in the occlusive cuff shell that was the result of fatigue and avulsion. Correction to h2, h3, and h6: updated to include device analysis.

Event description:
It was reported that due to reoccurring incontinence in (B)(6) 2019 that occurred after scratching his perineum the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. The patient status following this surgery was no patient issues.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to reoccurring incontinence in (B)(6) 2019 that occurred after scratching his perineum the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. The patient status following this surgery was no patient issues.